Event description:
The caller reported that the device will not power up even with a new battery. There was no pt associated with the report.

Manufacturer narrative:
The customer declined an offer of trade-in or service from physio-control.